Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy are ongoing. Any new information relevant to the event will be provided in a follow-up report. At this time, no components or additional information have been provided to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on (B)(6) 2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on (B)(6) 2026. It was reported that the patient's remunity pump had stopped infusing. The patient stated that they had been unaware that the pump had stopped, as the remote had never alarmed, and subsequently experienced an interruption in therapy. Upon restarting their infusion on the same pump at their full dose, the patient experienced nausea and vomiting and ultimately presented to the emergency room. The patient was given antiemetic medication and fluids and was sent home. The patient further confirmed that they had a functional backup system on hand in addition to the system in use at the time of the event.